Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit it was noted this right ventricular (rv) lead was twisted and dislodged due to twiddler's syndrome. This lead has been successful removed and replaced. No adverse patient effects reported.